Event description:
The customer's mother reported that her son's blood glucose result on (B)(6) 2012 was "high" (>500 mg/dl) after only a few hours of wearing the device. When it was removed she observed that the cannula was bent. She did not have bg and treatment history available and said she would call back when it was. She did not, nor did she respond to messages requesting her to call.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent condition of the cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It advises that "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)," and "it is also a good idea to check your blood glucose about two hours after each pod change."